Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 810:03 was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to a failure of the air in line board. The air in line print circuit board was replaced to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
This is a report of a colleague infusion pump with a failure code 810:03. The reported condition occurred during preventative maintenance testing in the biomed service department. This condition has the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention. The software version for this device is currently not known. No additional information is available.